Event description:
The following was reported in a confidential post market survey: "have had bur shafts break during case." There was no patient information, dates, or procedures reported. There was no impact to the patient reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information was reported. Date of event not reported. (B)(4). Device not returned. Device description: the straightshot microdebrider system is designed to accommodate a number of otorhinolaryngology procedures, including functional endoscopic sinus surgery (fess), adenoidectomy, removal of laryngeal and vocal cord lesions, rhinoplasty, dermabrasion, and submental lipectomy. A variety of disposable blades and burs are available for this purpose. These disposables are for use with all straightshot and all magnum microdebrider handpieces. Blank spaces on this report are the result of the complainant or the user facility not providing further information. This product is used for therapeutic purposes.